Event description:
The customer reported via phone call that the insulin pump alarmed motor error three times in the last month. The caller did not know the blood glucose reading. There were no significant events prior to the alarms. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.